Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 4/30/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No instances of malfunction alerts were found in the currently available device engineering logs. A factory reset was found in the logs on 2024-03-05. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was reentered after the factory reset on 2024-03-04. A dexcom g7 sensor session was started on (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows a period of hyperglycemia beginning the morning of 2024-05-05 which extends through the evening. The cgm glucose rises above range at 2:53 am and is above 300 mg/dl by 4:03am. A "less" sized breakfast meal announcement was logged at 10:23am. Despite the ilet dosing insulin consistently in response to the cgm glucose and meal announcement, hyperglycemia continues. The cgm glucose begins to trend downward steadily by 3:00pm and is eventually back in range (177 mg/dl) by 5:33pm. The peak cgm glucose during the event was 371 mg/dl with the total time above 300 mg/dl approximately 9 hours. The ilet report shows that the ilet was dosing insulin appropriately in response to the cgm glucose throughout the event. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device logs from the reported event date, an extensive review of the event cannot be performed to determine a specific assignable cause. Based on the case notes and review of the ilet report for the presumed event, it is possible that a failed infusion site and potentially failure to follow the recommendations for hyperglycemia management and the ketone action plan contributed to hyperglycemic event. However, without the device logs, there is no additional evidence to support this or other contributing factors. It should be noted that the allegation of dka has not been confirmed. The cds has requested more information including notes and labs related to the event, however, that information has not been received.

Event description:
On 5/7/24 a beta bionics clinical diabetes specialist (cds) was made aware by a healthcare provider (hcp) that an ilet user experienced a high blood glucose event resulting in diabetic ketoacidosis (dka). The event occurred on 5/5/24. On 5/15/24 a beta bionics customer care agent followed-up with the user's mother about the event. The mother reported they do not know the reason why the user's bg rose. The mother stated the infusion set cannula was not bent and there was no insulin leaking from the ilet. The mother and user went to their clinic for treatment. It was not reported what treatment was received or how high the user's bg rose. Since the event the user's bg has been stable.